Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated erroneous creatinine results. Customer reported that the erroneous results were reported out of the laboratory. Customer reported that the erroneous results were corrected. Customer reported that creatinine quality control was erratic with a coefficient of variation of 10%. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the creatinine module and the probe assembly.